Manufacturer narrative:
G4: 17nov2020. B4: 18nov2020 . While a record of proximal pressure sensor range error was confirmed in the event log, the reported issue was not duplicated. Since no issue was confirmed by a functional test, it has been determined that the unit is in normal condition and that the reported issue was caused by an external factor. No other abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
It was reported that the unit alarmed to check vent proximal pressure sensor range error and the alarm was resolved when the power was turned on. The device was in use on a patient and the patient was swapped to another device. There was no harm to the patient as a result.